Manufacturer narrative:
H4 (device manufacture date) was updated. The biomedical engineer inspected the thermogard xp ivtm system sn (B)(6), at the customer site and communicated the findings with zoll service team. No physical damage or anomalies were observed during the visual inspection. The biomedical engineer did not download the system event logs. The thermogard console passed functional tests with no issues, and the customer's reported complaint was not replicated. The console was placed back on the floor for future clinical use. No service or other actions are required by zoll.

Manufacturer narrative:
Zoll has not received the thermogard console in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During setup for treatment, the roller pump of the thermogard console sn (B)(4) did not rotate normally and seemed to get stuck during rotation while priming the system. Since the customer had no other thermogard console, they used alternate methods to continue the temperature management therapy. The customer did not provide any further information. The patient's status information was requested, but the customer did not provide a response.